Event description:
On (B)(6), (B)(6) went into the hospital for a bronchial infection. After a series of events to stabilize his sugar level and minimize water retention, it was medically recommended that he have a cardiac pace-maker/defibrillator inserted. This procedure was done on (B)(6). The pace-maker functioned fine, but the defibrillator was constantly sending shock waves into his heart. On (B)(6), the cardiologist attempted to re-calibrate the unit. As a result, the defective mechanism continued the shock session to the heart. On (B)(6), (B)(6) went into cardiac arrest. After he was revived and stabilized, the diagnosis was not favorable due to his organs being drowned in his body fluids. (B)(6) was taken to hospice care on (B)(6). After settling him into a room, within 10 minutes a medical technician was able to turn off the defibrillating device so he could rest without pain. The technician advised us that 1 out of 36 of these units were defective and recommended that we retain it for future evaluation. (B)(6) died 36 hours later.